Event description:
It was reported that "pt called to report that she is experiencing severe pain in her right hip and groin area and buttocks area. Leg is very week, and pt has fallen several times. Twice fell outside and had xrays to make sure nothing broke. Feels like she has no control. Sitting and getting up feels like her hip locks on her. Has had to walk with a walker and with a cane. Exercising feels like the hip gets caught."

Manufacturer narrative:
If additional info becomes available, then it will be submitted in a supplemental report.